Event description:
The physician successfully implanted a gore bifurcated enoprosthesis. The trunk ipsilateral device was implanted without incident. Following the deployment of the contralateral limb device, the physician performed ballooning with a cook coda balloon catheter. While ballooning the distal portion of the device, 2-3mm of the balloon was extending distally outside the graft. As a result, the iliac artery ruptured. The rupture was successfully repaired with the deployment of a iliac extender device. The physician believed the event was caused by balloon extending outside the graft while the balloon was being inflated. The pt's condition was stable following the procedure.